Event description:
It was reported to medtronic neurosurgery that a patient was implanted with an lp shunt, consisting of a strata nsc shunt assembly, a stepdown connector, and a lumboperitoneal catheter. According to the report, csf was flowing, but ventricle volume did not reduce. The lp shunt was explanted and a vp shunt was implanted.

Manufacturer narrative:
The shunt was returned with 16.5 inch of distal catheter attached to the valve. The proximal connector was bent. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that "improper use of instruments during the handling or implantation of shunt products may result in the cutting, slitting, or crushing or components". The valve and distal catheter were patent and passed leak testing. The valve did not meet specifications for the reflux test or preimplantation testing. The valve also did not meet all specifications for pressure-flow testing. Upon dissection of the valve, it was discovered that proteinaceous debris was found throughout the interior of the adjustment mechanism. Debris within the valve may hold pressure-flow controlling mechanisms open. It was noted that the strata nsc valve was used for lumboperitoneal shunting. The strata nsc valve is not designed for this placement. It is unknown what caused or contributed to the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100 percent inspected at the time of manufacture.